Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt describes fluctuating hearing sensation while chewing, swallowing, car driving, etc. This occurs unsteadily since (B)(6) or (B)(6) 2010. Testing shows all electrodes in status ok, but increased values. There is no accident or similar known.